Event description:
The customer observed falsely decreased alinity I tsh results which questioned by physician on one 49yrs old female patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=5.703 miu/l /redrawn on (B)(6) 2022=4.863 miu/l (reference range=0.35 to 4.94 miu/l) /repeated=5.7654 and 4.8173 miu/l /outsourced both specimens on roche e601=6.83 miu/l and 5.65 miu/l (reference range=0.27 to 4.27 miu/l) additional information provided: tt3=1.34 nmol/l (reference range=0.98 to 2.33 nmol/l); tt4=98.21 nmol/l (reference range=62.68 to 150.8 nmol/l); ft3=3.74 pmol/l (reference range=2.43 to 6.01 pmol/l); ft4=11.72 pmol/l (reference range=9.01 to 19.05 pmol/l); anti-tg= < 3.0 iu/ml (reference range=< 4.11 iu/ml); anti-tpo= < 3.0 iu/ml (reference range=< 5.61 iu/ml) there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I tsh reagent lot number 35616ud02. Return testing was not completed as returns were not available.in house accuracy testing was performed using retained reagent samples. Our testing results showed all validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue.per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. If the alinity I tsh results are inconsistent with clinical evidence, additional testing is recommended to confirm the result.a manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 35616ud02.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.